Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodules that migrate is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events ¿ all aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery. Health care professional instructions ¿ injection of juvéderm voluma® xc too superficially (intradermally), or in large volumes over a small area, may result in visible and persistent lumps and/or discoloration. ¿ juvéderm voluma® xc should be distributed in small aliquots (small boluses of 0.1 ml to 0.2 ml) over a large area to reduce the risk of persistent lumpiness.

Event description:
Healthcare professional reported patient was injected to the cheeks with 3.0cc of juvéderm voluma® xc and to the lips with 0.6cc of juvéderm volbella® xc. Patient was taking magnesium and melatonin at the time of injection.the next month patient developed late onset nodules that come and go. The patient was seen by the healthcare professional who observed a lip nodule. Healthcare professional additionally noted the patient has ¿inflammatory nodules that migrate around areas treated with voluma® and volbella®.¿ one month after symptom onset, patient was treated with zyrtec and prednisone. Patient's symptoms improved when they had not been taking their magnesium; once the patient began taking their magnesium again, new nodules were noticed in the left cheek. Healthcare professional advised the patient to stop magnesium and patient has not experienced any further nodules. Symptoms fully resolved 14 days after treatment. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00785 ((B)(4)). This MDR is being submitted for juvéderm voluma® xc.